Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted to treat a malignant tumor within the sigmoid colon. The patient's anatomy was not dilated prior to or post the stent placement. No visible issues were noted to the device. During the procedure, the stent was implanted within the sigmoid colon without any complications. Approximately two weeks following the stent placement, the day before or after (B)(6) 2012 or on (B)(6) 2012, the patient expired due to a perforation of the colon. The physician stated that it is unknown whether the stent caused the perforation or not. He believes that the perforation was most likely related to the implanted stent, but has other possibilities without being able to pinpoint a part. An autopsy was not performed, and is not planned in the future.

Manufacturer narrative:
Although the exact date of death is unknown; it was reported that the patient expired either the day before or after (B)(6) 2012, or on (B)(6) 2012. Although the exact event date is unknown; it was reported that this event occurred either the day before or after (B)(6) 2012, or on (B)(6) 2012. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.